Event description:
During balloon inflation for ave gfx ii stent deployment, the balloon was inflated, but md/cvt was then unable to deflate balloon even when negative pressure was applied. Balloon finally able to be withdrawn, intact. (Sent to co for compliance testing).